Manufacturer narrative:
Two photographs were provided by the customer for evaluation. In both photos a red circle on the device #ch-14 is observed to indicate the leakage area. The complaint of leaks can not be confirmed based on the photos shared by customer. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review could not be performed as the lot number was not provided.

Event description:
The event involved a chemoclave vented bag spike with list number which was reported to have leaked during infusion. There was patient involvement, but no delay in critical therapy.

Manufacturer narrative:
It is unknown if the device is available for evaluation, however, sample pictures are available. Investigation is not yet complete. E1: (B)(6). Email: (B)(6). Telephone: (B)(6).